Manufacturer narrative:
(B)(4). Date of event - estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, requiring intervention. It was reported that on (B)(6) 2015, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure with implantation of two clips. The mr was reduced from grade 4+ to grade 1. On an unspecified date, echocardiography noted that one of the previously implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet. The mr had increased to 4+. A second mitraclip procedure was performed on (B)(6) 2016 and three additional clips were implanted. The mr was reduced to grade 2-3. There was no adverse patient effect and no clinically significant delay in the procedure. Post-procedure, the patient remained in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The unique device identifier (UDI) number is reported as unknown because it could not be confirmed which of two clips experienced the single leaflet device attachment (slda); therefore, the UDI and lot history record review are provided for both clips as follows: catalog / lot: cds0201/50526u248. (B)(4). Catalog / lot: cds0201/50526u246. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.